Event description:
It was reported that a revision surgery had to be performed in the patient due to breakage of the poly. No delay was specified. A back up device was available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis was performed and damage and deformation was observed on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. The non-articulating surface of the insert is also damaged and scratched. Both the articulating and nonarticulating surfaces of the insert are discolored. The post is deformed and damaged. It has completely broken off of the insert. No material or manufacturing deviations were observed during this investigation. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Since the fragments were removed and no further harm is being alleged to the patient no further clinical/medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.